Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 278 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. C76445) for female sterilisation. The patient had a medical history of surgery (prior surgical history, breast: cyst removed. Prior surgical history, female: ovarian cyst), varicella, parity 2, gravida ii, alcohol use and uterine bleeding. Previously administered products included: ibuprofen, probiotics nos and valium. The patient had a family history of coronary artery disease, hyperlipidemia and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 259 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral tubal ligation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no evaluation of tube patency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.08 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: impression: free intraperitoneal spillage of contrast bilaterally. The images in this case were personally reviewed with the resident. Reference: no reference studies are available for comparison. Findings: a standard 5-french hysterosalpingogram catheter was inserted into the uterine cavity via the cervical os and the balloon inflated with 1-2cc of air. Bilateral essure devices are in place. The uterine cavity was subsequently filled with water soluble contrast and appears normal in contour without any filling defects. There is free intraperitoneal spill of contrast bilaterally. The patient tolerated the procedure well. [Pregnancy test urine] on (B)(6) 2015: negative. Batch noc76445. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. C76445) for female sterilisation. The patient had a medical history of surgery (prior surgical history, breast: cyst removed. Prior surgical history, female: ovarian cyst), varicella, parity 2, gravida ii, alcohol use and uterine bleeding. Previously administered products included: ibuprofen, probiotics nos and valium. The patient had a family history of coronary artery disease, hyperlipidemia and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 259 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral tubal ligation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no evaluation of tube patency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.08 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: impression: free intraperitoneal spillage of contrast bilaterally. The images in this case were personally reviewed with the resident. Reference: no reference studies are available for comparison. Findings: a standard 5-french hysterosalpingogram catheter was inserted into the uterine cavity via the cervical os and the balloon inflated with 1-2cc of air. Bilateral essure devices are in place. The uterine cavity was subsequently filled with water soluble contrast and appears normal in contour without any filling defects. There is free intraperitoneal spill of contrast bilaterally. The patient tolerated the procedure well [pregnancy test urine] on (B)(6) 2015: negative. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Lot number added. Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. C76445) for female sterilisation. The patient had a medical history of surgery (prior surgical history, breast: cyst removed. Prior surgical history, female: ovarian cyst), varicella, parity 2, gravida ii, alcohol use and uterine bleeding. Previously administered products included: ibuprofen, probiotics nos and valium. The patient had a family history of coronary artery disease, hyperlipidemia and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 259 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral tubal ligation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no evaluation of tube patency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.08 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: impression: free intraperitoneal spillage of contrast bilaterally. The images in this case were personally reviewed with the resident. Reference: no reference studies are available for comparison. Findings: a standard 5-french hysterosalpingogram catheter was inserted into the uterine cavity via the cervical os and the balloon inflated with 1-2cc of air. Bilateral essure devices are in place. The uterine cavity was subsequently filled with water soluble contrast and appears normal in contour without any filling defects. There is free intraperitoneal spill of contrast bilaterally. The patient tolerated the procedure well [pregnancy test urine] on (B)(6) 2015: negative lot number: c76445 manufacture date: 2014.07 expiration date: 2017.07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 278 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.